Manufacturer narrative:
This device used for treatment and not diagnosis. The measurable dimensions of the tap were checked and was found to be in compliance according to the ao asif specifications. It is possible that mechanical overloading during use with heavy loadings in lateral direction may have caused the breakage. No product fault could be detected. This article was sold to (B)(4) 2010. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient underwent surgery for a tibia plateau fracture on (B)(6) 2013. The surgeon set the tibia proximal plate mpt (6 holes), and temporarily fixed it by two k wires 2.o mm into proximal k wire holes. The surgeon set the guide on the shaft, inserted the k wire sleeve, temporarily fixed by k wire 1.2 mm and tried to insert four cortex screws into the shaft. The surgeon drilled and measure the depth for the fourth (from the distal), and the tap was broken during tapping. The surgeon cut threads into the fore cortical bone. The tap broke, the residue remained in the patient body, the surgeon could not remove it and the operation was finished. Doctor believed that he cut threads vertically and didn't pressure with any horizontal stress. This is report 1 of 1 for complaint (B)(4).